Event description:
A patient new to dialysis had undergone five consecutive dialysis treatments that were uneventful and well tolerated by the patient. Five minutes into the sixth dialysis treatment, the patient complained of not feeling well; his face turned red and then blue; and he had a cardiac arrest. Resuscitation efforts were not successful and the patient expired. There were no machine alarms or therapy problems identified during the brief time the treatment ran. Following the event the phoenix machine was held for inspection by gts, and all disposables were discarded. The water system was tested and found to be within normal standards. The physician reported an autopsy had been completed with the cause of death listed as ischemic heart disease.

Manufacturer narrative:
Gambro has no information to suggest that any gambro product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.